Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event. Note: this incident was received as part of the abbott point of care active monitoring program q4 2018.

Event description:
On 10/29/2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result of 0.47 on "an" (B)(6) female patient presented with tachycardia. There was no additional patient information at the time of this report. Return product is not available for investigation. (B)(6). Positive cut-off value: >0.08. Per I-stat system manual: art: 714258-00q. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Note: this incident was received as part of the abbott point of care active monitoring program q4 2018.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 11/26/2018.a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridges could not be tested as the lot expired on 28-mar-2018, prior to the complaint registration date of 29-oct-2018. No deficiency has been identified for ctni cartridge lot p17244b.